Manufacturer narrative:
Conmed linvatec received the device for eval and confirmed the reported event. A visual examination found one end tooth detached and the remaining teeth bent inward. A hardness check of the returned blade found it met MFR specs. This type of damage can occur during use if the blade teeth come in contact with another metal instrument, such as the cutting block or retractors, that are harder than the blade teeth itself. In addition, activation of the saw while inserting or removing the blade from the cutting block can cause teeth damage and possible breakage. Conmed linvatec will provide this info to the customer, and continue to monitor this device for failure.

Event description:
It was reported that during use of this blade in knee surgery, one end tooth broke off the blade. It was reported that no metal fragments were found in the surgical site; however, the broken piece was not located. An alternate blade was used to complete the surgery as intended. There was no report of serous injury, and only a minor delay occurred with this event.